Event description:
It was reported that the patient had multiple inappropriate shocks. The device was a recent replacement onto the patient's chronic electrode. It has been implanted less than a month. The inappropriate shocks were due to t-wave oversensing. The system was programmed off until the local representative could check it. The local representative checked the device, programmed the sensing, and turned therapy back on. The system remains implanted. There were no additional adverse patient effects.